Event description:
The suture was used during a mastoplasty. Reportedly, the suture knots became loose. The surgeon performed a re-operation on november 16, 1999 and applied another suture to correct the condition. The hospital has reported the pt's condition is satisfactory.